Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l69145, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-13, information was received from an healthcare professional (hcp) regarding a patient receiving clonidine (3,100.0 mcg/ml, 483.5 mcg/day) and morphine (50.0 mg/ml, 7.798 mg/day) via an implantable pump for non-malignant pain. The hcp reported a volume discrepancy. The actual reservoir volume (arv) was 14 ml and the expected reservoir volume (erv) was 5.8 ml. The previous refill ((B)(6) 2018) was normal and was filled with 20 ml. Pump logs did not show any abnormalities. The patient's pain had not been well controlled since their last refill. Possible troubleshooting actions were reviewed. The hcp planned to move forward with catheter diagnostics.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l69145, implanted: (B)(6) 2000, explanted: (B)(6) 2019-, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that during the scheduled pump replacement surgery the hcp was unable to aspirate from the catheter. It was reported that the catheter was explanted and replaced with a 8709. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. The explanted catheter was disposed of and would not be made available for analysis. No further complications have been reported.

Manufacturer narrative:
Product ID 8709, lot# l69145, implanted: (B)(6) 2000, product type: catheter.if information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-18, additional information was received from an healthcare professional (hcp). It reported the cause of the volume discrepancy has not yet been determined. The patient was sent to another hcp for "eval + ? Replace system".